Event description:
It was reported that a user called for guidance to restart the supply change process because the insulin cartridge was leaking after the user overfilled it; the agent reiterated the maximum fill volume of 1.8 units. Customer care provided support that included troubleshooting and user education on correct cartridge fill and setup. Investigation of this case revealed user technique contributed to leakage from the cartridge during filling, with no device alarms. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health or medical care. It was concluded, based on previously established findings for similar reports, that user error was the most likely cause.